Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 19:50:48. During night drain cycle one, the patient's ultrafiltration reading was 1302ml, indicating the home patient drained 1302ml more than their maximum programmed fill volume of 1900ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during a review of the event history log. Upon conclusion of the investigation, the cause of the iipv event could not be determined. Should additional relevant information become available, a follow-up report will be submitted.